Manufacturer narrative:
The final investigation was completed and the reported issue was confirmed via analysis of data provided by the user.

Event description:
This report summarizes 1 malfunction event, where it was reported there is accessible ac current. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there is accessible ac current. There was no patient involvement.